Event description:
A caller reported an alarm 23 on their tandem mobi insulin pump, which continued to recur after resuming insulin delivery. The customer did not experience a blood glucose level exceeding 500 mg/dl. Technical support instructed the customer to resume insulin and arranged for a replacement pump with updated software, along with training. The caller was informed about the return process for the faulty pump and the shipment of the replacement, which did not require a signature. The customer understood and acknowledged all instructions provided.